Event description:
It was reported the patients ipg became inoperable following an unrelated surgical procedure wherein the device was not placed into surgery mode. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
An inoperable ipg was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The device was not returned for analysis; however, the implant data log was received. Analysis of the record shows that the system is in service app mode and not delivering therapy. Actions have been taken to prevent reoccurrence.

Event description:
It was reported surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.